Event description:
No additional information.

Manufacturer narrative:
Ten needle samples received for investigation. Through visual inspection, foreign matter is observed on the product. Black dots and dirt on the needle hub, foreign substance on the needle, hole in the packaging , and damaged hub were observed. No other issues or defects identified. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Thirty six retention samples from the same lot were evaluated, no defects or issues observed. Possible root cause for the foreign matter issues are associated with personnel not following the proper procedure. Manufacturing personnel have been notified of this incident to increase awareness. For packaging issue is associated with accumulation of product during the packaging process. For damaged needle hub, is associated with burnt material generating during the molding process and becoming injected into the syringe mold, change of syringe mold will be implemented. Actions are being taken to reduce foreign matter in our product which includes: improve the cleaning system. Install a duct protection to prevent residuals. Review machines guarding and material containers damaged. New syringes pick & place model installation. Operational recycling of line clearance procedure. Introduction of a maintenance tool. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
It was reported that the bd needle precisionglide 16x1-1/2in had foreign matter: the following information was provided by the initial reporter translated from portuguese to english: reason: - (B)(4) foreign bodies: 36 foreign body (looks like a dot 35 / thread 1) in the needle barrel, (B)(4) foreign body in the needle shaft, (B)(4) dirt in the needle barrel, (B)(4) shaft with a stain, (B)(4) dirt in the fitting of the shaft with the needle barrel - (B)(4) holes in the packaging due to an extension at the end of the protective cover - (B)(4) deformities on the needle - (B)(4) needles with some jelly-like substance present in the area between the needle shaft/bevel and the protective cap. Additional information provided on 03/28/2024, translated from portuguese to english: has there been any harm to patients/health professionals? No. Is there any patient involvement, please confirm? No.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.